Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, one video was provided for review. The video shows the partial view of a clinician holding drainage catheter. Thread was noted on the catheter hub. The longitudinal crack was noted on the catheter hub. Therefore, the investigation is confirmed for the reported catheter hub fracture issue. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, the patient underwent an ultrasound guided percutaneous drainage catheter placement procedure using navarre opti drain drainage catheter. Post procedure, it was noted that the drainage catheters connector was fractured. The procedure was completed using another device. There was no reported patient injury.